Event description:
It was reported that the patient presented in clinic for a follow up with episodes of high ventricular rate and noise reversion exhibited by the right ventricular lead. These episodes appeared to be noise. Programming changes were made. The patient was in stable condition.